Manufacturer narrative:
This medical device report is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received 18feb2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection ((B)(6) 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between (B)(6) 2024 and (B)(6) 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection (B)(6) 2026.

Event description:
A prokera slim device was placed on (B)(6) 2025 into the eye of an 80-year-old female patient for the treatment of neurotrophic keratitis (nk) filamentary keratitis, punctate keratitis (spk) with redness, and other corneal degeneration. No issues were reported in the insertion. The ocular surface was noted to have "looked great" after placement. The eye was initially taped closed, but the patient reported to have removed the tape due to trouble ambulating. On (B)(6) 2025, the pks device was removed as scheduled. At the time of the removal, the patient noted that the device was feeling painful. At some point in the pks treatment/wear, the prokera had shifted and ended up resting within/on a pre-existing dellen, which was painful for the patient. Upon removal of the device, no abrasions were noted to be on the eye and the initial spk was noted to have improved, although redness was still present. Pain resolved with device removal. The patient was started on maxitrol steroid/antibiotic ointment 3x daily and frequent preservative free artificial tears (pfats). As there was no evidence of inflammation or infection, the maxitrol was considered prophylactic.